Manufacturer narrative:
Investigation summary: it was reported that during incoming inspection it was found that non-sterile 30ml syringes experienced smudged printing. To aid in the investigation, three photos were provided for evaluation by our quality team. Each photo shows a syringe. One photos shows a syringe that has the digit "1" of the number "10" and the "15" with light printing. This printing is legible and acceptable. The other two photos shows imperfections on the graduation marks which are not considered defects. A device history record review was completed for provided material number 301033, lot number 0115978. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Investigation conclusion: further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the investigation with the photo sample analysis the symptom reported by the customer could not be confirmed. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 30ml ll bns had scale marking issues. This occurred on 19 occasions. The following information was provided by the initial reporter: material no: 301033 batch no: 0115978 . It was reported that during incoming inspection it was found that non-sterile 30cc syringes (701045884 rev b) experienced smudged printing. 19 out of the 50 syringes inspected, experienced this incorrect printing.